Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient¿s blood glucose (with an alternative bg meter) history is as follows: (B)(6). The pod was worn between 24 and 36 hours on the leg. The patient's mother took her daughter to the hospital where she was diagnosed with diabetic ketoacidosis. At the hospital she was placed on an intravenous therapy of 4 liters of fluids and at 4:00 pm they gave her 6 units of insulin intravenously over the course of a hour. They also gave her 50 mg of gravol for nausea intravenously. The pod was removed and it was noticed that the cannula was bent.